Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 65 mg/dl. Customer stated that they received an unexpected restart alarm. The customer had not used the pump while replacing a battery in unexpected restart alarm. The customer was advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.